Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after full release of the valve, the inflow was under-expanded due to calcification in the native annulus. Due to this, there was trouble withdrawing the delivery catheter system (dcs). A decision was made to recapture the dcs and thus the orientation of the dcs was performed. The system was able to be withdrawn from the patient safely. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.